Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the part, it was observed that the shear face demonstrated rotational damage, suggesting rotational torsion which could have led to the failure.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of a driver sheared during final tightening and was left in the screw head inside the patient. Surgery took place (B)(6) 2018.